Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. - drafted h3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly causing pump to shut down. The customer blood glucose displayed as 556 mg/dl. Customer addressed high blood glucose by correction injection. The customer continued to use the pump for insulin therapy.